Manufacturer narrative:
A device history records (DHR) review was performed for part number (B)(4), lot 63008226. This device was manufactured and placed into inventory on (B)(6) 2015. There were no related non-conformances, request for deviation (rfd) or other issues with this production lot. Energizer ¿(B)(6)¿ batteries part number (B)(4) from lot number 80683322 were used in the assembly of the referenced pulsavacs. These batteries were certified by the supplier and placed into zimmer surgical inventory on (B)(6) 2015. The shelf life for this lot is through (B)(6) 2025. No relevant non-conformances were discovered for batteries from this lot in incoming inspection or from the assembly/test area. The device was not returned. Consequently, incoming product evaluation was not performed. The device was disposed of by the customer. Beginning of the surgery the package of the product opened. When the box was opened it was noted that batteries of the product has flowed. Without the returned device for evaluation the reported event cannot be confirmed. The review of the DHR, the product drawings/specifications and the product manufacturing/testing processes found no spontaneous or systemic issues relevant to this reported event. With the available information, a specific root cause cannot be determined. There are many variables involved in speculating a specific root cause for this reported event. Most likely batteries were exposed to heat either through environment or a short circuit in the electrical circuit. When a battery experiences high temperatures it will cause gas to build up in the batteries that eventually can cause the battery to split open or eject an anode. There are no recommended actions at this time; severity and frequency do not warrant further actions.

Event description:
It was reported that at the beginning of the surgery, the package of the product opened. When the box was opened, it was noted that the batteries of the product have "flowed". There was no extension in surgery time and the surgery was completed with an alternate device. There was no report of harm or injury to the patient or operator. Additional clarification on the reported event was obtained on (B)(6) 2016 stating that the event was that the batteries were leaking while in the package.